Event description:
It was reported that the box of the unspecified bd¿ pen needle had a different label than the unit packaging. The following was received by the initial reporter: verbatim: sent: friday, (B)(6) 2023 10:47 am I have multiple boxes of pen needles I like the 32g x 4mm that's what the box says but inside each individual pen needle says on it 32g x5/32 why are the boxes filled with the wrong needles I do not want 32g x 5 km they hurt that's why I told my doctor to make prescription for 32by 4mm is something wrong with your company you write 32g x 4 km on box and put in all needles 32g x5/32.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the box of the unspecified bd¿ pen needle had a different label than the unit packaging. The following was received by the initial reporter: sent: on friday, (B)(6) 2023 10:47 am, I have multiple boxes of pen needles. I like the 32g x 4mm ; that's what the box says but inside each individual pen needle says on it 32g x5/32 why are the boxes filled with the wrong needles? I do not want 32g x 5 km. They hurt. That's why I told my doctor to make prescription for 32by 4mm. Is something wrong with your company? You write 32g x 4 km on box and put in all needles 32g x5/32.